Event description:
A patient reported experiencing inaccurate erratic results with a otb meter. The patient's blood glucose result was 123 mg/dl. Tests were done within 10 minutes with a difference of > 20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.